Event description:
Event description boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had passed away. A family member stated that there was a problem with the right ventricular defibrillation lead wire, possible lead fracture and was also wondering if this ICD was recalled. A boston scientific technical services (ts) consultant recommended that the family member consult with the patient's physician about the circumstances surrounding the death and defibrillation system.

Manufacturer narrative:
Not returned. Event conclusion as of today, this ICD and rv lead have not been returned to boston scientific for analysis. Should the devices be returned, or if any additional information becomes available, this event will be updated.